Event description:
It was reported by a neurosurgeon that a vns pt complained about protrusion of generator and bruising of the chest. F/u with the neurosurgeon indicated that he suspected that generator's set screw was protruding the skin and causing pain/bruising. The physician also believed that after corpus callosotomy in 2010, vns was not providing any seizure control. Thus, the surgeon decided to explant the generator to avoid possible infection and future complications. During the surgery, the loose set screw was visualized and the generator was removed but the lead was left in the pt. The original neurosurgeon was notified regarding tightening the set screw by the manufacturer. Good faith attempts to obtain the generator back for product analysis have been unsuccessful to date. User facility medwatch was also rec'd on (B)(4) 2011.